Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling very tired and like they were going to faint. The patient further reported feeling a sharp pain in their leg and that their heart rate felt extremely low. The patient also reported that their implantable pulse generator (ipg) is not working, did not kick in and flat-lined. The ipg remains in use. No further patient complications have been reported as a result of this event.